Event description:
The customer reported to olympus, the telescope ultra¿s light cable would not fit and maybe missing a piece. The light adaptor was broken. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of broken light adaptor was not confirmed. The allegation of missing piece from light cable was confirmed, due to missing light guide post. In addition, no autoclave due to missing light guide post. The object window had scratches on the edge. The optical fiber system had broken lenses. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A manufacturing and quality control review was performed which found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the broken and missing component was due to excessive force. The root cause of this event was unable to be identified. Additional details were requested regarding the reported event. At this time, no additional information has been provided. Olympus will continue to monitor field performance for this device.